Event description:
A 24 mm diameter x 14 diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of a 5cm abdominal aortic aneurysm in 2000. Aneurysm morphology is unknown. The patient has history of severe coronary artery disease, myocardial infarction in 1989, pulmonary embolism, gastric hemorrhage and cerebrovascular accident. Postoperatively it was noted that there was a complete seal on the patient's aneurysm with complete exclusion. Eight months later, a follow-up CT angiogram demonstrated that the body of the aneurysm remained completely excluded; however, the aortic neck above the stent graft had developed severe tortuosity and that functionally the stent graft had a very tenuous seal, which revealed an early type I endoleak. The physician stated that he felt the safest treatment given the patient's history of severe coronary artery disease would be for the patient to have a placement of a custom-built proximal aortic cuff. The patient denied any abdominal pain or back pain. In 2002 the patient underwent abdominal aortic graft revision with a talent aorto-uni-iliac stent graft with a femoral-to femoral bypass. The physician stated that the procedure was completed without complications. No additional clinical sequelae were reported and the patient is reported to be fine.